Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Event description:
Leakage of an unspecified fluid/infusate was reported at the bottom of the burette of a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch device. There was patient involvement, but no patient harm.

Manufacturer narrative:
Received one used. List #14220-01, primary plum y-type blood set for inspection. As received, the chamber was observed under ultraviolet (uv) light and insufficient solvent coverage was observed where the chamber connects to the lower cap. No other damage or other anomalies were observed. The set was leak tested and leakage was observed. Received two photos of leakage occurring at the bottom of the chamber. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage applied during manual assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 12/15/2025.